Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell on posterior, missing shell (0-25%), delamination (approximately 98%) and wear abrasion. Leak test and microscopic analysis was performed which identified: a total delamination of the valve (adhesive failure), flat creases, broken(striated) shell and non-penetrating nicks. Based on the device analysis the final assessment is a total delamination of the valve(adhesive failure), and a (striated)edge break due to surgical damage consistent in the use of a surgical tool.

Event description:
Device was explanted.